Manufacturer narrative:
The device has been received for evaluation, however, investigation is no yet complete.

Event description:
The event involved a plum 360 infusion pump where the customer reported that the device overdelivered during patient infusion of an unspecified chemotherapy medication during the period august (B)(6) 2024. The reporter stated that they programmed the device for chemo for 23 hours and 58 minutes, however, it finished within 20 hours. There was patient involvement however, harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: on 10/02/2024 downloaded cda logs, sent to r&d for analysis. Could not confirm customer¿s complaint of the device experiencing an inaccurate over delivery. Device passed self-test with no error alarms. Device passed pvt tests. Results are in the pci functional testing section. Device passed volume accuracy test. Programmed device to run a 24-hour stress test to try and duplicate the customer¿s complaint. Programmed the device to run at a rate of 50 ml/hr. And a vtbi of 1200 ml and a duration of 24 hours programmed in concurrent mode on both line a and line b. Total volume expected is 2400 ml of fluid. Device delivered 2,348.36 ml of fluid. For a delivery accuracy of 97.84%. Device passed the stress test. Probable cause for customer¿s complaint of the device inaccurately over delivering was not found. Device was received with non-ICU medical battery. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery softkey. Probable cause incorrect battery installed. Non-ICU medical battery installed. During inspection found the rear enclosure and the fluid shield to be damaged. Verified discrepancies through visual inspection. Replaced the fluid shield and rear enclosure. Probable cause is physical damage consistent with normal wear and tear. ----------------------------------------------------------------------------------------------------------------------------------- updated on 10/07/2024 adding r&d analysis summary. Engineering summarizes the incident infusion (programmed to run over 23:58 hours) was stopped early (in a bit under 20 hours) due to pump detecting air in the distal line. After repriming the cassette (as specified in the plum system operating manual), instead of resuming the incident infusion, a new program was defined for the same rate, but on the other line and for a different drug. All reviewed infusions delivered accurately (by volume) to within the design accuracy tolerance (+/- 5.0%). Engineering evaluates that, while confirming the infusion did stop at the time reported, this was not due to the infusion ¿finishing¿, but to the pump detecting air-in-line and responding correctly by stopping the infusion and alarming. The clinician did not attempt to resume/complete the programmed etoposide/vincristine/dox infusion, instead shifting to delivering maintenance IV. The complaint could not be confirmed. All infusions delivered accurately, and the pump performed correctly per design.